Event description:
Related manufacturer reference number: 2017865-2024-00142. It was reported that the patient presented in clinic due to dizziness. Device interrogation revealed noise signal artifact on the pacemaker and the right ventricle (rv) lead. No changes or interventions were performed. The patient condition was unknown.